Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that leak at past first or second o ring. The blood glucose level was 7.4 mmol/l at the time of incident. Customer stated they are unsure if there were an air bubble in the reservoir. The product will not be returned for analysis.